Event description:
The customer reported that the device was activating intermittently and also activating without the button being pressed. The device was not on tissue at the time and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.